Manufacturer narrative:
The customer technical specialist (cts) instructed the customer on draining the baths using a 50% bleach solution and had the customer flush out the count line tubing. The cts had the customer run startup and qc. All results were within the specifications and the baths drained properly. The root cause for the baths overflow cannot be determined, but the issue was resolved after troubleshooting with the cts. Bec internal identifier for this complaint is (B)(4).

Event description:
A customer reported that the baths on coulter act diff2 hematology analyzer overflowed a few drops of diluent while attempting to perform the "cleaning (bleaching) the baths" procedure. The customer was not wearing ppe but reported that there was no exposure to open wounds or mucous membranes and no one sought medical attention. Msds was reviewed, but the customer does not have an exposure control or risk management plan in place. Patient results were not affected and there was no death, injury, or change to patient treatment.